Event description:
On (B)(6) 2014, it was reported that the patient had experienced elevated blood glucose levels as high as 318 mg/dl since (B)(6) 2014. The patient was unsuccessful correcting the elevated levels via the infusion device even after changing the accessories. She was able to correct the elevated levels via insulin injection. The patient thinks the infusion device delivers too low an amount of insulin. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(4).